Event description:
It was reported that a one-link catheter set's tubing ruptured during a computed tomography (CT) procedure. The malfunction occurred during infusion. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.